Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occured. Pt presented with a post mi and was taken urgently to the cardiac cath lab. The lesion being treated was moderately calcified, severely tortuous, 99% stenosed lesion located in the right coronary (rca) artery. The physician predilated with a 20 mm voyager balloon. While palcing the taxus express2 4.00x16 drug eluting stent, the physician felt some problems. The stent could not be placed and he decided to retrieve the complete system. Upon retrieval, it was noticed that the stent struts were bent. The physician decided to send the pt for surgery. No pt complications were reported.